Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to what appeared to be myopotential oversensing. This device sensing vector was reprogrammed to primary. The physician will continue to monitor. This sicd system remains in service. No adverse patient effects were reported.